Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2018 product type catheter medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-jan-09. It was reported that the patient is now scheduled for a catheter revision on (B)(6) 2019 . There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Analysis of the catheter found that the catheter body has significant twisting that may have affected infusion, the catheter body was broken, and there was damage to the transition tube. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving "morphine 10 with an unknown dose" via an implantable pump for spinal pain. It was reported the patient had an appointment and they thought the pump was flipping. It was noted the hcp had to flip the pump to access it. Factors that may have caused, contributed, or led to the issue was the patient's weight loss since surgery. Diagnostics/troubleshooting performed included the patient was sent for x-ray and the catheter was coiled. It was stated the hcp will preauthorize the patient for a catheter revision. It was noted that the issue was not resolved at time of report. The patient's status at time of report was alive-no injury. It was noted that surgical intervention did not occur, but was planned and not yet scheduled. The patient's weight was (B)(6). The patient's medical history included a history of myo-inositol trispyrophosphate (itpp), hypertension, obesity, and gastric bypass surgery. The event date was (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(6) 2019. It was reported that the patient had a catheter revision on the afternoon of (B)(6) 2019. The catheter was ¿snapped off at the collet. Very twisted like an old-fashioned phone cord.¿ it was stated that the patient has lost a lot of weight and could have contributed. Patient connective tissue was very bad and the doctor tried to anchor pump to facia with suture loops to keep it secure. There were no further complications reported/anticipated.